Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "sudden onset of pain. Pt went to the doctor's office. X-rays show fracture of stem."